Manufacturer narrative:
Catalog numbers 72400151, 72400152. (B)(4). Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis and reason prompting this event was not provided. No conclusion can be drawn at this time. Three attempts have been made to obtain additional info and were unsuccessful. Should additional info becomes available regarding a revision surgery it will be re-evaluated and a f/u report sent.

Event description:
A (B)(6) old, male, was implanted with an ipp device on (B)(6) 2006. On (B)(6) 2009, the entire device was removed and replaced. Reason not indicated. Ams has requested additional info.